Event description:
A peritoneal dialysis (pd) patient reported that there was fluid in front of the cycler cart and on the floor after completing pd treatment. The patient did not recall noticing any fluid in the pump module area. In a follow up, the patient's pd nurse said there was no harm, intervention or adverse event associated with the leak. The nurse said the patient believes the fluid came from the cycler at some point, but the patient wasn't sure. The patient is using the same cycler. The cycler set is not available to return as a sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was fluid in front of the cycler cart and on the floor after completing pd treatment. The patient did not recall noticing any fluid in the pump module area. In a follow up, the patient's pd nurse said there was no harm, intervention or adverse event associated with the leak. The nurse said the patient believes the fluid came from the cycler at some point, but the patient wasn't sure. The patient is using the same cycler. The cycler set is not available to return as a sample.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.